Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse tested the iabp unit and it failed the battery run time test. The fse replaced the defective batteries and performed iabp diagnostic and functional tests. All operations were good and the iabp unit was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that during set up, prior to use, the cs300 intra-aortic balloon pump (iabp) shutdown while running on battery power. However, the iabp was able to function on ac power. There was no patient involvement and no adverse event was reported.